Manufacturer narrative:
The customer¿s report that the tubing's pump segment had disconnected from the upper fitment and leaked was confirmed. Visual inspection of the set noted separation located at the engagement between the silicone pump segment tubing and the upper fitment. The ring retainer was not received with the set and a ring retainer indentation was not observed around the proximal end of the silicone pump tubing. No crush marks were observed on the upper or lower fitment. Functional testing was deemed unnecessary due to separation and obvious leaking that would occur due to the separation. The silicone pump tubing was found to be within measurement specification. Dimensional analysis was performed and the two outer diameters of the male end of the upper fitment was measured to be within specification. The root cause of the separation and leak was due to the upper fitment retainer ring on the set was not assembled onto the set during manufacturing assembly process.

Event description:
It was reported that while awaiting on peripheral IV placement on a patient, the IV tubing had been primed and placed on the IV infusion pump. The clinician found a leak, opened the door to the infusion pump and noticed that the pump segment of the tubing had separated from the upper fitment. Although requested, there was no information provided regarding patent harm.